Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading of 'lo' (40 mg/dl) with the freestyle libre sensor. The customer reported self-treating with sweets twice. The customer later began to feel unwell and self-presented to a hospital. The customer was treated with hydrating serum via IV, and given glucophage 1000 mg oral tablet. The customer's blood glucose was 116 mg/dl at time of discharge. There was no report of death or permanent injury associated with this event.